Event description:
The infusion pump was programmed to infuse 100 ml of ativan at approx 6 to 10 ml/hr. When the bag should have been empty the container remained full. The pump was removed from use and another pump was used. The pt was already sedate and did not require any add'l intervention.